Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity and infection outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: summons received. Event injury nos replaced with events allergic reaction, menstrual issues, infections,and persistent pelvic pain. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. D14828, d19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 2. Concurrent conditions included abdominal bloating, chronic cervicitis and paratubal cyst. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, hypersensitivity, infection, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils at both side. Most recent follow-up information incorporated above includes: on 31-aug-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping), she did not undergo essure confirmation test", reporter, lot number added from pfs. Concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. D14828, d19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 2. Concurrent conditions included abdominal bloating, chronic cervicitis and paratubal cyst. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, hypersensitivity, infection, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils at both side lot number: d14828, manufacture date: 2014-10-20, expiration date: 2017-10-28. Lot number: d19665, manufacture date: 2014-10-20, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. D14828, d19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii and parity 2. Concurrent conditions included abdominal bloating, chronic cervicitis and paratubal cyst. Concomitant products included ibuprofen since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems : depression") and anxiety ("mental anguish"), 6 months 18 days after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, infection, vaginal haemorrhage and heavy menstrual bleeding had resolved and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, infection, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils at both side. Removal date- (B)(6) 2017 (per mr discrepancy noted). Lot number: d14828 manufacture date: 2014-10-20 expiration date: 2017-10-28. Lot number: d19665 manufacture date: 2014-10-20 expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. D14828, d19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii and parity 2. Concurrent conditions included abdominal bloating, chronic cervicitis and paratubal cyst. Concomitant products included ibuprofen since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems : depression") and anxiety ("mental anguish"), 6 months 18 days after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, infection, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils at both side. Lot number: d14828 manufacture date: 2014-10-20 expiration date: 2017-10-28. Lot number: d19665 manufacture date: 2014-10-20 expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. D14828, d19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii and parity 2. Concurrent conditions included abdominal bloating, chronic cervicitis and paratubal cyst. Concomitant products included ibuprofen since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems : depression") and anxiety ("mental anguish"), 6 months 18 days after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, infection, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils at both side. Lot number: d14828 manufacture date: 2014-10-20 expiration date: 2017-10-28. Lot number: d19665 manufacture date: 2014-10-20 expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for events added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.